Event description:
It was reported the insulin pump had a partial display. Customer stated she cannot see the middle of the screen. Customer does not think the device has been dropped, but she is unsure. Customer does not know blood glucose level. No further information reported.

Manufacturer narrative:
Insulin pump had a cracked and bleeding lcd glass noted. Unable to read the display and confirm missing segments due to damage lcd glass. Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.